Event description:
It was reported to boston scientific corporation that a wallflex esophageal removable stent was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a perforated esophagus. During the procedure, the physician advanced the device to the target area and started to release the stent, however, difficulty was experienced as there was a lot of resistance felt when pulling on the delivery system. Eventually, the stent was deployed but it was confirmed under fluoroscopy that the distal end of the stent did not fully expand. No intervention was done to fully expand the stent. A couple of days post procedure, the patient experienced vomiting. Imaging was performed and stent migration to the cricopharyngeal area was confirmed. On (B)(6) 2015, the migrated stent was removed using a rat tooth forceps and another wallflex esophageal stent was implanted. As reported, in the physician's assessment, the vomiting was most likely because of the patient's illness.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a deployed wallflex esophageal removable stent, without delivery system, was received for analysis. Visual examination of the returned device found no issues with its profile that could have contributed to the complaint incident. The distal flare diameter was measured and was within specification. It was specified that the stent was deployed just inside the gastroesophageal junction, so there was compression onto the distal flare which may have contributed to the poor distal expansion. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal removable stent was used in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a perforated esophagus. During the procedure, the physician advanced the device to the target area and started to release the stent, however, difficulty was experienced as there was a lot of resistance felt when pulling on the delivery system. Eventually, the stent was deployed but it was confirmed under fluoroscopy that the distal end of the stent did not fully expand. No intervention was done to fully expand the stent. A couple of days post procedure, the patient experienced vomiting. Imaging was performed and stent migration to the cricopharyngeal area was confirmed. On (B)(6) 2015, the migrated stent was removed using a rat tooth forceps and another wallflex esophageal stent was implanted. As reported, in the physician's assessment, the vomiting was most likely because of the patient's illness.